Manufacturer narrative:
Section a, d3: correction. H3: one device was returned for evaluation. Visual inspection showed the device was in good condition. The service history and event history log review identified error 1261. The reported was verified by power up testing. The root cause of the reported problem was the real-time clock (rtc) battery pad was lifted and detached from the main board. The main board was replaced to correct the issue. The device then passed all functional tests after the repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 1260. There was unknown patient involvement.